Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) inspected the device, found the fio2 (fraction of inspired oxygen) had been turned up to 100 percent and the portable oxygen tank was almost empty. The se ran an extended self test (est) and updated the software to its current revision. The ventilator passed all testing per manufacturing specification and was returned to the customer. A review of the ventilator logs confirmed that the ventilator entered back up ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when transporting a patient, a 980 ventilator entered backup ventilation and experienced a standby failed alert along with an oxygen mix flow error. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.